Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. The insulin pump monitored for several days, no unlocked j2 lcd keypad connector and no unexpected failed battery alarm anomalies noted. All operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 321 mg/dl at the time of incident. The customer also reported that the act button was the customer stated that the blood glucose went up to 456 mg/dl and got treated with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.